Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg replacement (related manufacturer reference number 1627487-2020-32864), the physician noticed that the lead had migrated. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data this event is inconclusive for the reported event of issue removing lead . As received, visual inspection showed the lead was returned incomplete (only terminal end lead segment 46 cm) and damaged. The cause of the is consistent with damage during use.